Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: the bending section had scratches and the adhesive part was missing; the operating angle fixing part was loose; dirt was found on the switch 1 part that was difficult to remove; the label on the video connector has come off; and scratches were found in multiple locations on the device. Device history records: the device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Complaint history review: there was no complaint of the same or similar event as the reported event at the same facility and on the same device. However, a similar complaint, (B)(4), was initiated from another facility for the same device, and a similar complaint, (B)(4), was initiated from another facility for the same device family. Conclusion: the root cause could not be identified. However, it was presumed that it was caused by breakage or disconnecting of the image sensor unit due to stress from repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board, such as the integrated circuit chip and capacitor. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during preparation for use in a therapeutic procedure, the endoeye flex deflectable videoscope did not display an image. There was a reported sandstorm on the display screen. There were no reports of patient harm associated with this event.